Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector during user handling. It caused an abnormality in electronic components and the error message was displayed. The user can detect the suggested event by handling the device in accordance with instructions for use (IFU) below: -inspection of the endoscopic image. The user can reduce/prevent occurrence of the suggested event by handling the device in accordance with IFU below: "-do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the b30 scope communication error occurred due to corrosion of the plug unit. Additional findings include the following: the angle curvature in the up direction did not meet the specification due to wear of the angle wire, the bending section cover has been cut and was no longer waterproof, the scope connector cover unit was contaminated by water leakage, the connecting tube was crushed, and the light guide lens was scratched. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative on behalf of the customer reported to olympus, the evis lucera elite bronchovideoscope had a b30 scope communication error. The issue was found during receipt inspection, the intended diagnostic procedure was completed with a similar device, and without delay. There were no reports of patient harm.